Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a dual lumen ureteral catheter was used in the kidney during a urinary diversion procedure performed on (B)(6) 2022. During unpacking, it was noticed that the tip of the catheter lumen was bent and broken. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: a photo submitted by the customer shows that the catheter was torn and bent at the tip.